Manufacturer narrative:
The previously capped lead was explanted. Upon receipt, the lead under complaint was found cut 16cm distal to the df4 connector pin and 46 cm proximal to the lead tip. The proximal and distal fragment were received for analysis. A medial fragment (approximately from 2cm to 4cm length) was probably not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple signs of wear along the lead fragments. In particular 8cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing and low impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Damages such as cuts into the insulation 45cm, 22cm and 20cm proximal to the lead tip, most likely occurred during the surgery. Furthermore, the conductor cable leading to the lead tip was found fractured, which most likely occurred during the extraction procedure due to applied tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 32 months after the implantation low lead impedance and oversensing (ventricle channel) were detected. The lead was capped.